Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was reported the procedure was to treat a chronic totally occluded lesion in the superficial femoral artery (sfa). The 6.0x120mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment, the stent did not fully detach at first. The stent was able to be fully deployed however the tip of the ses separated. A snare device was used to retrieve the separated tip without issue. The procedure was completed using balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the totally occluded lesion such that the ratchet was unable to properly/fully deploy the stent resulting in the reported difficult or delayed activation difficulties; however this cannot be confirmed. Furthermore, it is possible that during removal interaction with the totally occluded lesion and/or other devices resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a snare device was used to retrieve the separated tip without issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. H6- medical device problem code 1562 was removed and replaced with code 2577.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
There was an issue with the supera deployment, and a part broke off in the patient. No additional information was provided.